Event description:
Consumer alleges that when lift is at its highest point, it will slowly but surely go down to its lowest point, like the pump is not working. Advised consumer to take back to the dealer to get serviced.